Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and a mesh was implanted into the patient. It was reported that she experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Was reported in the patient profile form. "See facility letter dated 01/10/2012, cannot locate sticker" it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2004 and a mesh was implanted into the patient. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and the patient has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and other outcomes that include wearing pads and has to sit on disposable pads because of leakage [as written]. It was reported that the patient had interstim sacral nerve stimulator implanted on (B)(6) 2008. It was reported that the patient experienced stress urinary incontinence with intrinsic sphincter deficiency and underwent pubovaginal sling with autologous rectus fascia on (B)(6) 2008. No additional information is provided at this time. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.